Event description:
It was reported that the act button on the insulin pump is sticking and has an intermittent response. It was also reported that the insulin pump had scratches on the screen but the customer is able to read the display. Blood glucose value is unknown. It was stated that the insulin pump would not be replaced as the customer is already in process for a new insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.